Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The infusions were started at (B)(6) 2017 at 2230, and were found to have under-infused 30 hours later ((B)(6) 2017 at 0430).

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that two modules each took longer to infuse than expected. The infusions were programmed to deliver the medications in 24 hours (23.25 ml/hr and 22.5 ml/hr), and both pumps took 30 hours to complete the infusions. This is the report for the first pump. There was no report of patient harm received due to this event.